Manufacturer narrative:
E1.initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of samples exhibited clumping during the cell washing/resuspension phase. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 60 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing may be required: further clinical testing is not indicated as the customer resolved the issue by performing wash steps with the recommended phosphate buffered saline (pbs) solution. No further testing is required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor plasma. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of samples exhibited clumping during the cell washing/resuspension phase. There was no health impact or consequences reported.